Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. When the surgeon inserted the needle and anchored it to the opposite side of the tissue, at the time of trying to tie the knot, the needle detached (released) being unable to be used and having to open another suture. This happened with two more sutures. Since it was a plication, another caliber was not functional. There was no harm to the patient or user. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one used suture that pertained to product code vcp341. Upon visual inspection of the suture, it could not be observed the insertion mark on the strand and the needle was not returned to determine the assignable cause. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.